Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this implantable right ventricular lead exhibited noise on the ventricular sense and shock channels. The noise was sensed by the device, and resulted in pacing inhibition and the delivery of one innapropriate shock. This observation was made one day post implant, as the patient was getting out of the hospital bed. Technical services (ts) discussed possibilities for the noise, including lead reversal in the device header. There were no reported symptoms reported associated with the pacing inhibition.